Manufacturer narrative:
The returned device was evaluated. Inspection found faulty iris pcb light control. The light brightness was unable to minimize. The light intensity output was found out of range. Lamp life hours were found to be reading below 50 hours and scratch on lamp lens were observed. The lamp needs to be replaced. Based on evaluation findings the failure found was identified to be due to faulty iris pbc light control attributed to electronic component failure. This report will be supplemented accordingly following investigations.

Event description:
It was reported that the device screen was too bright. The issue occurred during pre-processing of the device. Reporter stated that the device screen was too white but can still see the image. Prior to the event reported, the device was used on a diagnostic endoscopy procedure. There was no patient involvement, no user injury reported due to the event.

Manufacturer narrative:
This follow up report is being drafted to include the device history record(DHR) review and the following sections , h4, h6 and h10 the legal manufacturer performed the DHR review for this device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. The probable cause of the excessive device screen brightness is related to the board becoming deteriorated and damaged due to prolong use. Olympus will continue to monitor complaints for this device.